Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 300 mg/dl. Reportedly, customer's settings needed to be adjusted. Tandem technical support guided the customer through adjusting the pump settings. Customer declined to provided any additional information regarding the reported issue.